Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as surgical damage. Additional observations: ¿ non-penetrating nick observed on the device. ¿ crease fold observed on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: device patch with lot number 1847401 and catalog number 10-270. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
Health effect impact code: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Device has been explanted.